Event description:
Boston scientific received information stating: elevated threshold - ra. The atrial pacing threshold could not be measured. There was an atrial exit block. Microdislocation is the suspected cause. The patient does not need atrial pacing. Device settings: ddd 45/min. We will follow up the patient. The atrial amplitude is elevated from 3,5v to 5v and the atrial pulse width is elevated from 0,4ms to 1 ms. We controlled the patient's atrial threshold, which is still elevated (3,5v), but there is no exit block. We elevated the atrial amplitude to 5v and the pulse width to 1 ms and follow up the patient. Information received from: (B)(6), r.n. Clinical research associate (B)(6). Event date (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).